Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: no conclusion is yet available; investigation is currently in-process.

Event description:
On (B)(6) 2017 a customer reported getting an unidentifiable p00 peak after the a0 peak while running a patient sample for hemoglobin a1c (hba1c) on the g8 instrument. The customer was unable to resolve the issue. On (B)(6) 2017 a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Event description:
N/a

Manufacturer narrative:
(B)(4), per exemption number e2017013. Device evaluation by manufacturer: a field service engineer followed-up over-the-phone and confirmed that the p00 peak had disappeared and no service was desired by the customer. No further action was required. The customer declined service. A complaint history review and service history review for similar complaints was performed for the g8, serial number (B)(4), from (B)(6) 2016 through (B)(6) 2017. There were no other similar events identified during the searched period. The g8 variant analysis mode operator's manual under chapter - introduction and application, indicates that: the chromatogram must be examined for any unidentifiable peaks (i.e., p00, p01,) before the a0 peak. Do not report the result if these peaks exist. The time from injection of the sample to the time the specific peak elutes off the column is called retention time. The tosoh automated glycohemoglobin analyzer hlc-723g8 software has been written so that each of the expected fractions has a window of acceptable retention times. If the designated peak falls within the expected window, the chromatogram peaks will be properly identified. When a peak elutes at a retention time not within a specified window, an unknown peak (p00) results. If more than one peak elutes at times not specified by the software windows, each is given a sequential p0x title. In order to keep the peaks within their appropriate windows, it may be necessary to change how fast or slow the buffers are moving through the system by changing the pump flow rate. The most likely cause of the reported event could not be determined; the customer declined service.